Event description:
It was reported that a light sensitive drug set had a leak in the segment that goes into the infusion pump for administration of parenteral nutrition. There was no patient involvement as this occurred before patient use. No additional information is available. This medical device report is report 3 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a retention sample was evaluated. Visual inspection was performed with no issues noted. A gravity test was performed with liquid correctly flowing through the tubing. The reported condition was unable to be verified for the retention sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. Should the device be received or any other relevant information be obtained that is related to the reported event, a supplemental report will be submitted.